Event description:
It was reported that during a rotator cuff repair procedure, the two (x2) vapr tripolar 90 suction elect devices were being used when the suction was clogged and the tip was permanently active. It was not possible to power off active tip. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip with signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the handcontrols and footpedal, the electrode worked as intended with the foot pedal. On the coagulation function for the handcontrols only two of the buttons functioned as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received in original packaging, the tip had signs of use and tissues debris was visible in the suction holes. The handle was opened, and a photo of the pcb was taken. There is evidence of saline ingress around pcb and contacts not fully covered by the coating. The device passed the electrical but didn't pass the functional tests, particularly the 'flow rate test' not reaching the minimal specification probably due to blockage of tissue debris visible in the suction holes. Further inspection revealed that switch swi (coagulation) wouldn't function as intended. The customer's fault of a stuck button couldn't be replicated. A DHR review has been performed on this complaint device; no issues (ncrs or deviations) with the manufacturing process have been identified which might explain the failures observed. The customer stated that 'tripolar electrode was defective, suction was clogged and tip was permanent active. Device no. 1 (u2406004) didn't pass the functional tests, particularly the 'flow rate test' not reaching the minimal specification. Further inspection revealed that switch swi (coagulation) wouldn't function as intended. The customer's fault of a stuck button couldn't be replicated. The complaint device has been returned to atl UK for evaluation. From internal investigation performed, were unable to confirm the customer reported issue that "tripolar electrode was defective: tip was permanent active. It was not possible to power off active tip.¿ the device was found to pass the electrical testing but failed the functional testing as detailed below: flow rate test before and post activation failed. Firstly, from investigation were able to confirm the customer report that the electrode suction was clogged with the returned device. The device was found to fail flow specifications due to a build-up of tissue debris at the distal end of the device which could not be cleared during testing. The complaint investigation shows the blockage experienced by the end user is confirmed and can be attributed to procedural tissue debris. The product instructions for use cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the device suction failure could be traced to the procedural variables, such handling of the device or product interaction during procedure. The potential cause for the observed button condition could be traced to manufacturing. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device u2406004, and no non-conformances were identified.